Event description:
It was reported by service report that the cot will not release from the power load fastener system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.